Event description:
It was reported during a procedure the achilles speedbridge kit (ar-8928bcj-cp) and the separately packaged jumpstart was not sealed. The top of the "peel pack¿ was never sealed and the white box had not been opened prior to the case. The case was completed using a bandage from their second kit. Additional information 6-29-2021 it was reported during a achilles procedure the speedbridge kit (ar-8928bcj-cp) and the separately packaged jumpstart was not sealed. The top of the "peel pack¿ was never sealed and the white box had not been opened prior to the case. The case was completed using a bandage from their second kit. The sale rep confirmed the device is not available for return.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.